Manufacturer narrative:
Device evaluated by manufacturer:a visual examination of the returned device confirmed blood in the balloon which is evidence of a device leak. A further examination identified a shaft puncture/hole in the outer tubing approximately 13.5cm from the catheter tip. The damage noted on the shaft is indicative of the device encountering a sharp object or meeting resistance during advancement. A microscopic examination of the tip, balloon, and blades found no issues. All blades were present and fully bonded to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during the shunt percutaneous transluminal angioplasty treatment procedure, catheter shaft pinhole found. The 90 % stenosed lesion was located in the non calcified and moderately tortuous right side of arteriovenous fistula. A 4.00mm/1.5cm/140cm-ous spcb flextome mr was selected to treat the target lesion. After this device was approached to the lesion, the user attempted to inflate. However, they found a contrast leak from the distal part of the spcb flextome mr cutting balloon shaft. They removed this device from the sheath and checked the device, and found the pinhole on the distal end of catheter shaft. . The procedure was completed by the user with another of the same device. No patient complications were noted and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during the shunt percutaneous transluminal angioplasty treatment procedure, catheter shaft pinhole found. The 90 % stenosed lesion was located in the non calcified and moderately tortuous right side of arteriovenous fistula. A 4.00mm/1.5cm/140cm-ous spcb flextome mr was selected to treat the target lesion. After this device was approached to the lesion, the user attempted to inflate. However, they found a contrast leak from the distal part of the spcb flextome mr cutting balloon shaft. They removed this device from the sheath and checked the device, and found the pinhole on the distal end of catheter shaft. The procedure was completed by the user with another of the same device. No patient complications were noted and the patient's status was good.